Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no unexpected error alarm noted. Device received with cracked case battery tube and cracked case corner of belt clips rails noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unspecified pump error. Customers blood glucose value at the time of incident was unknown. Self test was performed and pump error occur during self test. Insulin pump will be returned for analysis.